Event description:
The stapler failed to fire when dissecting the renal artery/vein. Needed to obtain another device. There was no harm to the patient.what was the original intended procedure?see above.device #1is this a laboratory device or laboratory test?no.